Manufacturer narrative:
Balt USA reference # (B)(4). The returned device was inspected in our quality laboratory. During our analysis: - we observed upon return of the coil system, the implant coil was detached from the delivery pusher and not included with the return; - we observed no visual damage to the detachment zone with the pet jacket, lead wires and solder joints intact; - we observed multiple minor kinks along the hypotube component of the delivery pusher; - we noted after performing destructive testing, the sr thread within the body coil was found broken just proximal of the detachment zone. Root cause of the reported issue can likely be attributed to an overload of tensile stress endured by the sr thread, however the exact cause could not be definitively determined. Upon return of the coil system, the delivery pusher was found with the implant coil already detached and unavailable for analysis. The detachment zone of the returned delivery pusher showed no visual signs of a detachment cycle being conducted. It was reported that the implant coil was detached prior to use during the deployment of the implant coil within the aneurysm. The delivery pusher was returned with multiple kinks along the hypotube, however it is unknown exactly when this damage was sustained. Although it is unknown exactly when the implant coil became prematurely detached, it is likely that the failure was caused from excessive stress exerted on the sr thread. If the implant coil were to have become damaged, this could have caused excessive friction when attempting to reposition the implant coil, ultimately leading to the premature detachment. If the microcatheter had become damaged during the procedure, this could have caused excessive friction for the implant coil and ultimately lead to the failure. Without the return of the associated implant coil or microcatheter, further analysis could not be performed. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the coil system was free of damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230700027 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during deployment of the coil in the aneurysm, it was freely detached. Snare was used to remove the implant. The implant was lost in the rhv." Incident report form submitted for this complaint indicates that no patient injury was sustained.